Event description:
It was reported that this health care professional (hcp) wanted technical services (ts) to confirm if the patient with this pacemaker was experiencing true ventricular tachycardia (vt) or atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the reports and provided their insight. Ts also noticed that some of the atrial signals fell into the blanking period and were undersensed when the atrial signal occurred around the same time of the ventricular signal. The device remains in use. No adverse patient effects were reported.